Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared on pump. There was no reported impact to the customer¿s blood glucose level. While troubleshooting, issue resolved on its own as battery charge increased from 5% to 100%, and technical support explained cause of power source alert, which caller understood, so no further action was required.